Event description:
The physician informed cpi that a patient with an automatic implantable cardioverter defibrillator (aicd) had received inappropriate shocks. An invasive diagnosis found tears in the insulation of the two rate sensing leads. The physician believes that the tears in the leads were caused from either aicd pressure on the leads or lead pressure on the corner of the aicd.the physician implanted a bipolar endocardial (travenous) lead to replace the two unipolar myocardial (epicardial) leads. The two myocardial leads were capped and remain implanted. The aicd remains implanteddevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.